Event description:
The patient had two model 3189 leads from the same lot. It was reported the patient's scs implant procedure was abandoned. The patient's physician decided to abandon the procedure after the lead incision site was opened and the patient's leads did not have extensions connected in order to attach the new ipg (reference MFR report #1627487-2014-08186, 1627487-2014-08187, 1627487-2014-08188). The physician instead explanted the patient's scs leads and anchors. No further information is planned at this time.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.